Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation. However, from the date of manufacture, since the product was a product prior to countermeasures due to a change in the design of the power switch, it is assumed that the power switch failed due to the amount of operating force and the number of times the power switch was applied exceeding the expected value. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the power switch could not be pushed and was broken. There was no patient injury or harm, associated with the problem, reported to olympus.